Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft kink was found. In 2004 the non-tortuous and non-calcified left anterior descending artery lesion was to be direct - stented. It was then noticed that the taxus express2 2.75 x 24 mm drug eluting stent had a kinked shaft. Ivus was not used for the procedure. Another taxus stent was used to complete the procedure and there were no reported patient complications.